Event description:
A customer reported several issues with their device including a broken case, a taped rubber door, a scratched screen, and problems with the charging cable, which requires adjustment to charge properly. There was no adverse impact to the customer's blood glucose level as a result of the reported issues. The customer declined to troubleshoot further and chose not to proceed with any corrective action through technical support.